Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, no light perception (blindness), was deemed to meet serious injury criteria of resulted in permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Please note the full text article was not available at the time of this report. Only the abstract was available. Literature citation: duarte barros, f.c., gomes de brito ventura, l.m., bruel torretta, p.h., huebra, l., de lavor, i.m., & evaristo, e.f. (2020). Stroke caused by embolization of hyaluronic acid gel treated with hyaluronidase. International journal of stroke, 7.

Event description:
This MDR is related to MDR 3013840437-2021-00041, 3013840437-2021-00042, and 3013840437-2021-00043 referring to the same patient. This literature report from brazil concerns a (B)(6)-year-old male patient. He was injected with hyaluronic acid, into the face. The patient was healthy. After the hyaluronic acid injection, the patient presented to the emergency room with sudden onset of blurred vision and orbital pain. He was submitted to a retrobulbar injection of hyaluronidase, due to the hypothesis of a central retinal artery occlusion. On neurological examination, the left eye showed no light perception and visual dilatation, left extrinsic ocular muscles paralysis and left hemifacial paresis. Brain magnetic resonance imaging showed left optic neuritis, watershed cortical diffusion restriction and convexity subarachnoid hemorrhage. Follow-up brain magnetic resonance imaging showed a gadolinium enhancement area near the subarachnoid hemorrhage. As reported, the patient experienced a central retinal artery occlusion and an ischemic stroke caused by embolization of hyaluronic acid. The patient was discharged after 3 days with prednisone 40mg per oral. The neurological exam showed no improvement. Due to the provided information, the outcome of the events was considered as not resolved. In the opinion of the authors, medical professionals who administer filler injections have to be aware of the possibility of accidental intravascular injection and resultant stroke or central retinal artery occlusion.